Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis. The patient was not hospitalized for the event, but began treatment with unspecified antibiotics. The patient was retrained on aseptic technique and recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.